Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. On visual inspection, blood was noted in the helix mechanism.

Event description:
It was reported during the procedure that the helix was extended (out of the box) and after it was retracted, extended again during the insertion attempt. The lead was removed and replaced. There were no patient complications reported as a result of this issue.